Manufacturer narrative:
D4 - primary UDI number - unknown as all product information is unknown. Attempts were made to have the device returned for evaluation, but attempts were unsuccessful. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved an unspecified IV tubing primary set with unknown list and lot number. The reporter stated that chemotherapy (onivyde) was noted to be leaking from spinning spiros on chemotherapy secondary line. The nurse hung the chemo and stayed in the bay with the patient and noted the 1st drop of leaking. The infusion was stopped and chemo bag/tubing sent back to the pharmacy. The nurse placed a new primary line and upon receiving chemo back from the pharmacy was able to hang and infuse without further problems. There was patient involvement but harm was not reported as a consequence of this event.